Event description:
It was reported by the site that the patient was being seen in orthopedic clinic for an unrelated issue. The patient did not bring extra batteries with him to the clinic visit. The ventricular assist device (vad) coordinator was paged and brought additional batteries. The vad coordinator assessed that the patient was experiencing a stroke and called 911 to admit patient via the emergency department. The patient's inr was 6.0 on admission. The patient was taken to the operating room by neurosurgery for a craniotomy and removal of clot/pressure relief. The patient remains in the intensive care unit.

Manufacturer narrative:
Per the vad coordinator the patient is slowly recovering from residual effect of stroke. There was no loss of power to the controller per coordinator. Batteries were provided by the coordinator prior to any critical battery alarm. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including bleeding, neurological dysfunction and stroke are known potential adverse events associated with the have been associated with the use of vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With review of the available information there is no indication of any device performance or manufacturing issues. This patient's inr above the recommended range of 2.0-3.0 is a factor which increases the risk of bleeding and stroke. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.